Event description:
End user alleged there is a chalky stubstance coming from the bottom of the unit. As far as customer knows, the unit is working properly. She is having a hard time finding the filters. Provided the filter replacement kit part number 1133548.